Event description:
Report received from france states: "retina aspiration, retinal tear at the end. Pt impact. Waiting more details regarding the treatment and post operation f/u." Add'l info was requested yet not received.